Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Damaged silicone insulation and ptfe liner of the inner coil beneath the ring electrode were noted at 1.0cm from the distal tip consistent with bending of the lead. This is consistent with the observation from the field of low pacing lead impedance, undersensing, and high capture threshold.

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notifier for low, out of range pacing lead impedance. Decreased r-wave sensing and high capture threshold were observed. The lead was explanted and replaced.